Event description:
It was reported that the pump was dropped, and subsequently a malfunction occurred. Customer's blood glucose (bg) level was 38 mg/dl. Reportedly, the customer is a brittle diabetic. The customer consumed cake to address bgs and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 38 mg/dl. It was reported that the pump was dropped, and subsequently a malfunction occurred. The customer reverted to manual injections for insulin therapy.